Manufacturer narrative:
B5. Additional event description added. D2a. Common device name. D4. Catalog, lot, serial and primary UDI number corrected. H4. Device manufacture date.

Event description:
Additional information was received that reported the ¿peel away was not in at time swelling/hematoma were noted. Unfortunately, the introducer and device are not available for return.¿

Event description:
A 75-year-old male with postcardiotomy cardiogenic shock (pre-support scai shock stage e) was supported with an impella 5.5 via right axillary/subclavian arterial surgical access. During ICU care, swelling and hematoma development at the axillary cutdown site were observed. There was no reported resistance during insertion, and no vascular damage was identified at the time of access. The device remained in place and was not removed due to a device-related failure mode. The reported patient injury was vascular damage, attributed to the impella, though no imaging of the vessel was available, no vessel repair was performed, and no blood transfusion was required for management. No device malfunction or performance issue was reported, and no data download was required. The patient expired on support, with date of death corresponding to the explant date of (B)(6) 2026 at 06:03. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.